Manufacturer narrative:
This is a replacement for MDR# 9610816-2016-00043 as was reported using incorrect FDA registration number.

Event description:
The customer reported a serious injury where the patient required resuscitation during cardiac arrest. The customer alleged that the 862231 telemetry transceiver did not connect via srr (short range radio) with the mp5t bedside monitor when the patient was having cardiac arrest and there was a delay in treatment. The customer reported a patient injury where resuscitation was required. The patient survived.